Event description:
The pt reported the MFR consultant that they were having painful unpredictable stimulation. The pt was implanted in 2007. Over the course of a year, she lost a considerable amount of weight related to her medications and the generator had migrated as a result of that weight loss. The pt had been seizure free until one of her medications had been discontinued and the vns was adjusted in 2008. Shortly after that she started to gradually feel muscle soreness in her chest, and a burning sensation around her electrodes and some erratic stimulation. Diagnostics testing was within normal limits. The treating physician turned the device off for two weeks and the pt reported that muscle soreness continued but not the erratic stimulation. When generator was turned back on, it was ok for a day or so, but then erratic and painful stimulation started again. The pt has been having seizures but not above their pre vns seizure rate. It has been decided to schedule the pt for generator replacement to maintain their seizure control.